Event description:
It was reported to tech services on 1/11/12 that some sort of ra lead revision would possible be completed. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).